Event description:
Physician attempted to deploy the stent and while doing so, the stent got "hung up" on one of the previously placed stents and the physician was unable to retrieve the stent. The patient already had 3-4 stents placed in the left anterior descending (lad) artery. Surgery to remove the stent and to repair the femoral artery was necessary. The patient was discharged home the next day.======================manufacturer response for drug eluting stent, drug-eluting stent (per site reporter)======================cath lab nurse was going to contact boston scientific today.